Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radiculopathy. It was reported that the patient mentioned that they had surgery because the ins became dislodged and the ins was moving around in the patient's hip area. The patient stated that the healthcare provider (hcp) had to go back in and reattach the ins to the leads. The patient mentioned that driving is not good for the patient's back. The patient stated that driving isn't good because of all the surgeries. The patient clarified when they said that driving isn't good for their back having nothing to do with the ins. The patient had 12 unrelated back surgeries. No further complications were reported or anticipated.